Event description:
Edwards learned that a 27mm pericardial valve, implanted in the pulmonary position for approximately five (5) years and eight (8) months, was explanted due to stiffening and immobility of the leaflets. Operative report indicated that the patient had developed supravalvar pulmonary stenosis. This valve was replaced with a 29mm pericardial valve. The patient weaned off bypass without inotropic support. The patient tolerated the procedure well and was discharged three (3) days after the procedure.

Manufacturer narrative:
(B)(4). Device not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as the hospital indicated that it was not available. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.